Event description:
Related manufacturer reference number: 1627487-2022-00469. It was reported the patient experienced low and high impedance issues with their scs system. In turn, the patient is unable to enter MRI mode. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00469, 1627487-2022-00955. Additional information received indicated the patient experienced multiple falls. Later, surgical intervention was undertaken on (B)(6) 2022 wherein both existing leads were explanted and replaced to address the issue. Additionally, a third lead was discovered at the pocket site via fluoroscopic imaging during intra-op diagnostics. The physician also explanted this lead. It is unknown which lead is related to each issue. Therefore, all suspected leads are being reported as such.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.